Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year and 3 months post implant of this 38mm mitral annuloplasty ring, it was reported that moderate mitral insufficiency was observed on a transthoracic echocardiogram. It was later reported that 2 years post implant of this ring, the patient had a transthoracic echocardiogram (tte) which showed mild mitral regurgitation. No intervention or adverse patient effects were reported.